Manufacturer narrative:
Date sent: 09/06/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the device failed to close several of the staples. Finished the procedure with suture. No patient consequence.